Event description:
During surgery the pin broke resulting in a 30 minute delay to the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.